Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient passed out and did not have any symptoms prior to passing out. The patient's brother checked the patient's bg and it was 23 mg/dl while hte cgm was displying 85 mg/dl. The patient's brother provided the patient with 3 shots of glucagon and the patient regained consciousness after treatment. The patien'ts bg went up to 37 mg/dl upon waking and when checked again it was 50 mg/dl. The cgm during the times the bg was taken was in normal range (no values provided). At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.